Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was received: upon first use of stapler being inserted in abdomen surgeon took control and stated he could generate movements, but they were abrupt, and the staplers' jaws would not open at all. The surgeon removed and used a 45 sureform stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the curved-tip stapler instrument returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the curved-tip stapler 30 instrument articulated when installed, and the surgeon was not able take control of the arm. The customer changed to sureform stapler 45 to complete the case. The procedure was completed with no reported injury.